Event description:
It was reported that the user started a software update on the ilet pump, walked away, and the update failed, after which insulin delivery stopped due to low insulin and the user remained on the pump without alternative therapy, resulting in a blood glucose elevation to 392 before trending down after the user replaced insulin and resumed dosing; the event aligns with an incorrect procedure and did not implicate any specific device component. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem was characterized as an improper or incorrect procedure or method with no applicable component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.